Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a patient with an incomplete flap in the left eye post lasik. The surgeon converted the treatment to photorefractive keratectomy which was completed with no patient harm. Additional information received states that the patient had anterior basement membrane dystrophy (abmd) and when the surgeon went to the left eye, some epithelial folding that wasn't seen until the raster pattern started was noted. Patient is noted as doing well postoperatively.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. Logfile review for the date of treatment shows no abnormalities that could have contributed to reported event. The treatments were completed to 100% and all laser system functions were within specifications during treatments at this day. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).